Event description:
Device 1 of 2 (see MFR report #s 1627487-2010-03205 for device 2.). The pt received her scs system on (B)(6) 2010 consisting of an ipg and surgical lead. On (B)(6) 2010, it was reported that these devices were removed due to an infection. No further info is available. The explanted products were returned to the manufacturer on 11/03/2010.

Event description:
Customer reported unexpected negative results for anti-e with the capture-r ready-ID (crrid) assay on the echo instrument.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an audible alarm was confirmed during product evaluation. This condition was caused by a damaged user interface module printed circuit board, stemming from a battery harness electrical short. The user interface module printed circuit board and battery harness were replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with an audible alarm, which interrupted a patient infusion in the facility's medical/surgical care area. The pump was running on battery power at the time of the event. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version for this pump is currently unknown.